Event description:
It was reported that the patient experienced repeated occlusion alerts associated with hyperglycemia, with a reported highest blood glucose value of 637 mg/dl, resulting in emergency department evaluation. The patient reported dizziness, headache, panic, and throat tightness prior to presentation. The patient was treated in the emergency department with insulin and discharged the same day without inpatient admission. Prior to the event, the patient reported disconnecting for showering and meal preparation and subsequently receiving occlusion alerts after reconnection. The patient changed infusion supplies at the time of the alerts. Investigation included communication with the patient and review of the information provided. Investigation did not identify a confirmed device malfunction at this time; however, occlusion alerts were reported prior to the hyperglycemic episode. The patient has temporarily discontinued ilet use and reverted to multiple daily injection therapy pending follow-up with her healthcare provider. It was concluded that the cause of the hyperglycemic event was not established. If additional information becomes available, a supplemental MDR will be submitted.